Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 09/10/2014. Belt 02/12/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest at home on (B)(6) 2021. Review of the download data indicates the patient received one appropriate treatment and four inappropriate treatments in response to svt and af with rvr. The patient received the first appropriate treatment at 06:05:03. The patient's rhythm at the time of the treatment was vt/vf and the post-shock rhythm was asystole with motion artifact, transitioning to bradycardia at 20-40 bpm with frequent pvc's. The patient received the first inappropriate treatment at 06:09:45. The patient's rhythm at the time of the treatment was svt at 170 bpm and the post-shock rhythm was af at 150 bpm with rvr. The patient received the second inappropriate treatment at 06:12:32. The patient's rhythm at the time of the treatment was af at 150 bpm with rvr and pvc's. The post-shock rhythm was af at 150 bpm with rvr. The patient received the third inappropriate treatment at 06:14:16. The patient's rhythm at the time of treatment was af at 170 bpm with rvr and the post-shock rhythm was af at 150 bpm with rvr. The patient received the fourth inappropriate treatment at 06:15:02. The patient's rhythm at the time of treatment was af at 170 bpm with rvr and the post-shock rhythm was obscured by motion artifact. The lifevest declared a non-treatable rhythm at 06:15:20. The response buttons were not pressed during the event. The patient passed away at home on (B)(6) 2021.